Event description:
Eva dual chamber mixing container for gravity transfer ref. 2112404 product code usc3031. While preparing a tpn, the lipid side rubber injection port popped off and spilled the entire lipid content out onto the floor. May have been due to heat on the rubber loosening it to cause it to pop off.